Event description:
It was reported that during surgery the dermatome would not power on with a button. There was no harm or delay reported. Due diligence is complete. No additional information is available. At product evaluation investigation the motor speed was unstable. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: czech republic. The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was unstable and the unit was operating without pressing the handpiece switch. The motor and switch were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.